Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
This pi is for the first-stage revision in 'mid 2022.' A patient-specific implant request form was received for a second-stage revision of the patient's right shoulder. Noted on the form: "instability surgery in (B)(6) in early 2000's resulted in rapid degenerative arthritis. Resurfacing performed (competitor implants) but glenoid pain persisted. Revision to bayley-walker with custom humeral and glenoid components in 2013; revision of glenoid component for loosening in 2017. No concerns until spontaneous episode of infection in mid 2022. Humeral component loosened, removed. Infection 'cleared.' Glenoid component secure at all debridements. Left in situ.